Manufacturer narrative:
Review of the most recent repair record determined the comb was damaged, the handle would not ratchet, and the roller was jammed. The comb, ball detent, and ratchet gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle does not ratchet. Roller blade cutting on graft and pulling it inside the machine, ruining the graft. The event occurred during surgery. There was no harm. The graft was damaged but usable. No additional graft harvest was required from the patient. No adverse events were reported as it relates to this event and no further diligence is needed.